Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the nut on the power cord was loose. The device was used for the procedure. There were no reported adverse consequences to a patient as a result of this event.